Manufacturer narrative:
The reported event of capacitor maintenance anomaly was confirmed. The device above elective replacement indicator (eri) was received for analysis. Device image analysis revealed multiple capacitor maintenance timeouts and elevated current prior to the attempted implant. The device was cut open to measure the battery level and current was measured to be at high drain. The cause of reported event was isolated to the abnormal hybrid circuitry.

Event description:
During device preparation, there was a failure to charge observed on the device's capacitor. The device was not selected for implant.